Event description:
A report was received that patient's pocket site was opened because the physician thought that the patient's ipg was flipped. During the procedure it was determined that the ipg had not flipped and the physician chose to replace the ipg due to the patient having difficulty charging. The patient is reportedly doing well.